Event description:
The weld of the seat pin on the scooter broke throwing rptr into refrigerator. Hit head and both legs and left hip were severely bruised. Rptr was able to crawl to the phone for assistance. Weight has never exceeded 120 lbs and scooter capacity is 300 lbs. The MFR, pride mobility products, has ignored three inquiries regarding this incident. This was a potentially life-threatening/serious injury situation so rptr was fortunate. Rptr is very upset emotionally and rptr is apprehensive about future wheelchair use.